Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc duplicated the reported phenomenon. Visual inspection found no irregularity. Omsc requested the supplier to analyze the device, and the analysis found failures in the circuit boards for power supply and control. The electronic component with integrated circuit on the power supply board was failed. Consequently over current flew on the control board, resulting in the control board was damaged. The electronic component has been shipped (B)(4) units in 5 years, but this is the first failure. The exact cause of the electronic component failures could not conclusively determined. However, omsc surmised that this failure occurred due to accidental failure.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. The investigation is in progress. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the subject device did not turn on. The procedure was completed using another device. There was no report of patient injury associated with this event.